Manufacturer narrative:
Investigation- the device was evaluated with a review of the complaint history, device history record, instructions for use, as well as a visual inspection and dimensional verification. The device history record was reviewed and one unrelated nonconformance regarding foreign material was identified. The device history record for the subassembly lot sa6655469 was also reviewed and no nonconformances were noted. A search of the complaint handling database revealed no other complaints with this issue and product lot number. A kcfw-7.0-35-55-rb-hfanl0-hc sheath was returned for investigation with the silicone disc dislodged from the check-flo assembly. During visual inspection, it was confirmed that the correct silicone disc had been used. The disc was examined, and appeared to be scored correctly, and its diameter was within specification. A complete through hole was present at the center of the disc. Under magnification, slight stretching/tearing was observed. Since the silicone disc was reported to dislodge during removal of the viabahn delivery system, the inner diameter (ID) of the check-flo cap was measured. Since the pin gauges are not calibrated, a calibrated laser micrometer was used to determine the actual diameter of the gauges, which were found to be within specification. If the cap had not been seated properly during the manufacturing process, it is likely that leakage would have been detected prior to the disc dislodging since an adequate seal wouldn't have been formed. Because the device passed qc leak test inspection, and leakage was not reported to have occurred until the valve dislodged, it is likely that the disc had been seated properly within the assembly. Another manufacturer's IFU for their product states, "while maintaining the position of the guidewire across the treated lesion, carefully withdraw the delivery catheter through the lumen of the endoprosthesis and remove it via the introducer sheath. Moderate resistance may be felt when the distal tip is withdrawn through the introducer sheath." If the distal tip of the delivery catheter was altered or inflated during the delivery process, this could have contributed to the dislodgment of the silicone disc from the kcfw-7.0-35-55-rb-hfanl0-hc sheath. However, a definitive root cause cannot be determined for this occurrence. There is nothing in the investigation or the complaint information to suggest that there is a design or manufacturing related issue therefore no corrective actions will be taken at this time. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Manufacturer narrative:
Event is still under investigation at this time.

Event description:
It was reported that during a pta and stent sfa procedure, upon removal of the viabahn delivery system, the sheath and the valve separated. This separation resulted in a blood loss of 750cc. Sheath was exchanged for a new version and procedure was completed. A section of the device did not remain inside the patient body. Per additional information received on 06jan2017, no surgical intervention was required. Patient outcome was good, stents were patent, but of course hematoma due to the 750cc blood loss.